Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event as you have stated "the echelon stopped working"? Did the device start to fire and lock out? Was any portion of the target tissue stapled or cut when the stapler stopped working? If yes, were the staple line and cut line equal in length? When the surgeon attempted to open the device and it didn't open; how was the device removed from the patient? You have stated there was a large blood loss. What was the amount of the blood loss (mls)? Was a transfusion required? If yes, how many units were given? Was there any change to the procedure as a result of the event? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current patient status?

Event description:
It was reported that during a "hepar" resection procedure, the doctor was trying to cut the right lobe of the hepar then the device stopped working. He tried to open it but it didn't. There was a large blood loss. Bleeding was stopped by installation ivc and rhv and was sutured after it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55m1z. The ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.